Manufacturer narrative:
Manufacturer ref no.: (B)(4). The device has been received by baxter and an evaluation was performed. The evaluation confirmed the reported system error 105 through the history log but was unable to reproduce the system error 105 during evaluation. Further evaluation found severed motor mount screws (6 of 6) which most likely contributed to the reported symptom. The motor assembly/motor mount screws will be replaced.

Event description:
It was reported that a device is alarming system error 105. It was also reported that there was no patient injury.